Event description:
It was reported by service report that the scale weights were fluctuating. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty cpu board caused the scale to malfunction.